Event description:
It was reported that during routine follow-up, the left ventricular lead was found to be capturing in the atrium. X-ray imaging found the lead had dislodged. The device was reprogrammed to rv pacing and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.